Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the cannula was missing from the sensor. The customer reported issues with the sensor, as the sensor glucose value was not available. The customer's blood glucose was 119 mg/dl at the time of incident. The customer was advised the sensor will be replaced. The customer agreed to return the sensor for analysis.

Manufacturer narrative:
Analysis inspected one opened or used sensor and performed continuity resistance test and sensor passed per specifications.